Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke cap12 percutaneous lead implant site. Topical solution and antibiotics were prescribed to treat the infection.